Event description:
The generator and lead were received for analysis. Product analysis is underway but has not been completed to date.

Event description:
Product analysis for the generator was completed and approved. There were no performance, or any other type of adverse conditions found with the pulse generator. Product analysis for the lead was completed and approved. Note that since a portion of the lead (including the electrode array) was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than typical wear and explant related observations, no anomalies were identified in the returned lead portion.

Event description:
It was reported that during a vns replacement, it was necessary to replace the lead because of high lead impedance. To preserve the nerve and because of fibrosis, the surgeon, had to cut the deficient lead to remove it. The explanted devices have not been received for analysis to date.